Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The inflation issue was not confirmed. The resistance with the wire was unable to be confirmed due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported inflation issue. The resistance with the guide wire was likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal popliteal / distal superficial femoral artery. The lesion was initially treated with laser arthrectomy and pre-dilatated with multiple inflations from a 5.0 armada balloon dilatation catheter. To prepare the lesion for a 5.5 supera stent, the 5.5 mm x 200 mm x 150 cm armada 18 balloon dilatation catheter (bdc) was then advanced to the lesion, without resistance, for additional dilatation. Upon initial inflation to nominal pressure the balloon appeared kinked. The balloon was then deflated and reinflated again to nominal pressure and it still appeared kinked. Upon attempted removal, the balloon became stuck on the guide wire; therefore, everything was removed and a new guide wire and 5.5 balloon were placed. The procedure was completed with a 5.5 supera stent with no other issues. Although it was indicated there was delay in the procedure due to the replacement of the devices, no adverse patient effects were reported. No additional information was provided.